Event description:
According to the reporter, during a partial resection of a lung mass with interstitial pneumonia, the power adapter was used with a purple reload. The first firing was successful without any issues. For the second firing, it was performed while confirming excessive force on the display. However, an abnormal sound sounded that was slightly different from normal. Afterward, an attempt was made to retract the knife and open the jaws, but the jaws did not open, and the clamp cover indicating the knife position remained at the tip. However, the adapter and cartridge could be removed. Since the tissue could not be resected, one additional firing was performed on the proximal side using the same power adapter, and afterward, further resection was performed using another device from a different manufacturer, and the specimen was removed along with the cartridge.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt- sigtrsb60axt 60mm xtr thk reinforced rel, lot# n4e2303y. Sigpshell - sig power sigpshell control shell, lot# unknown sigadaptshort - sig power sigadaptshort lin short adapt, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.